Event description:
Customer reported issues with the insulin pump. Customer states that the numbers are ramping and they are having problems with the scroll bar. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No unexpected numbers ramping or scrolling on their own noted. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip and minor scratches on display window.